Event description:
It was reported, that during a procedure to stent just above the popliteal area, distal right of the sfa, the stent graft would not deploy. It felt very tight and it seemed to pop, just above the popliteal, but would not deploy. The system was flushed well prior to the procedure, and followed the same deployment technique as usual. A second fluency stent was used and easily deployed without difficulty.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been received at the manufacturing site for evaluation to date. This application represents an off lable use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.